Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue that the printer was not working. The customer stated that there was a delay in dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation summary: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue with the printer. A technical support specialist referred knowledge article zebra printer no longer printing to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue that the printer was not working. The customer stated that there was a delay in dispensing of medication. There were no adverse events or injuries reported based on this event.